Event description:
Procedure type: hernia repair. According to the reporter, upon removal the balloon from the patient, it was noticed that the balloon had inflated eccentrically. Upon further inspection, it was observed that the silicon covering of the latex balloon had been torn. The surgeon removed all pieces of the broken silicon layer out of the patient. The surgeon had inserted the balloon trocar and dissector without much surgical lubrication and in the presence of an s-retractor. The incision was not extended and the case was completed with the same device. No further patient details were provided. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 08/08/2007.